Event description:
Additional information was received that the patient underwent a generator replacement surgery on (B)(6) 2015 due to battery depletion. The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
The patient's physician reported that the increase in seizures was not worse than pre-vns baseline levels.

Event description:
On (B)(6) 2015 it was reported that the reason for replacement is that the patient is having erratic stimulation. This was first found at the patient¿s last visit on (B)(6) 2015 and the doctor wanted to replace. Clinic notes state that typical seizure frequency is recently up to 7-12 per month. Notes mention that the seizures had improved in control when lamictal was increased but the last 3 months have deteriorated. Patient had 2-4 seizures per month but have increased with (B)(6) 2015. Patient lives in care home and reliably is given medications in the last few months. The physician suspects that the vns battery may be low and his device has become erratic so he referred the patient for replacement. Notes state the patient tolerated the increase in intensity. No known replacement surgery has occurred to date. Attempts for additional relevant information have been made but no relevant information has been received to date.

Event description:
Analysis was completed on the explanted generator. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. The reported end of service allegation was not duplicated in the pa laboratory.